Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ battery, model 1650de, serial number: (B)(4), expiration date: 2018-06-30, UDI: (B)(4), mfg date: 2017-06-30. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not holding a charge. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection. (B)(4) passed functional testing and the battery discharged as expected. (B)(4) passed visual inspection but failed functional testing. The reported event for ¿power consumption issue¿ was confirmed during functional testing. The battery is unresponsive and is not recognized when connected to a controller or battery charger. Internal review did not identify connections or welding issues plus no swollen cell pairs could be seen. However, analysis of the battery lead to the conclusion of a probably defective u2 chip on the pcb. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: model 1650de serial number: (B)(4). D10: yes, 2018-03-14 h6 method codes(s): 10, 23, 38 h6 results code(s): 120 h6 conclusion code(s): 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection. Battery (B)(4) passed functional testing; the battery discharged as expected. Functional testing of (B)(4) revealed that the device was received inoperable. Supplemental testing revealed that the main integrated chip was faulty. The battery regain functionality once the component was replaced. As a result, the reported event was confirmed for battery (B)(4), but could not be confirmed for battery (B)(4). The patient may have perceived the faulty inoperable battery as the battery not holding charge. The most likely root cause of the reported event can be attributed to a battery with a faulty integrated circuit that controls the battery. Other devices involved in this event: heartware ventricular assist system ¿ battery serial number: (B)(4), (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report contains an update to the product event summary to reference the formal investigation associated with the reported failure and the conclusion code. The previously reported failure and investigation findings remain unchanged. Manufacturer name and contact details updated. Product event summary: an internal investigation evaluated battery main circuit malfunctions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.